Manufacturer narrative:
Internal complaint reference (B)(4). Date of event is unknown, for the purpose of this report we have used the paper's release date as the occurrence date. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Article citation: vicente, m., lung, m., gulin, c., tórtola, m. T., & corona, p. S. (2018). Septic nonunion caused by mycobacterium canariasense: a case report. Jbjs case connector, 8(4), e90. Doi: 10.2106/jbjs.cc.18.00033.

Event description:
It was reported that on literature review "septic nonunion caused by mycobacterium canariasense", 1 patient had a bone non-union after a osteosynthesis procedure for fracture treatment using a peri-loc plating system, of which radiographic findings showed broken screws in the osteosynthesis plate. The event was resolved by performing a revision surgery for aggresive debridement, replace the plate system for a new peri-loc and also adding a competitors side plate system. After 24 months of last surgery the patient showed a solid bone fusion and no sings of recurrence local infection. No further information is available.